Event description:
It was originally reported that the patient had an "adverse event" after going through a security gate. When she met with the company representative, her impedance measurements showed some of her electrodes were bad but she still had good electrodes for programming. She was reprogrammed using the good electrodes and everything was fine. It was noted that the patient did not actually have an adverse event with the security gate. What did trigger the event was a twisting motion she had while running from a bee. The physician confirmed the security gate was not the cause of the event.

Manufacturer narrative:
(B)(4).